Event description:
Hospital reports unit falled to cycle with error code e-37 displayed. Field service representative was not informed of any patient injury with this failure by hospital.

Manufacturer narrative:
Lab results: found that ic u4 is susceptible to heat. When u4 is cool and the unit is turned on there is no problem, however when u4 is warm and the unit is turned on the unit goes "fail to cycle" e37. Inspecting the flow sensor found that the hot wire is broken; the failure of this sensor was caused by inadequate and infrequent cleaning of the sensor.